Manufacturer narrative:
D1, d2b, g4 d1, d2b, g4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen was "dark/wont turn on". There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to contact the customer; however, no response was received and the specific device issue could not be clarified.